Event description:
A durable medical equipment (dme) supplier contacted the manufacturer reporting an alleged event in which a caregiver reported finding her infant apneic and cyanotic with no audible alarm from the apnea monitor (smartmonitor 2) in use on the infant. The caregiver reported calling the dme nurse first. The nurse advised the caregiver to call 911 and perform mouth to mouth resuscitation. The infant responded to the resuscitation, was transported by ambulance to a hospital and admitted for observation for twenty-four (24) hours. The dme stated the incident occurred on (B)(6) 2009. The specific time of the event is unknown. The manufacturer received the apnea monitor for evaluation. The allegation that the monitor did not alarm could not be confirmed. The apnea monitor was visually examined and tested by the manufacturer using a simulator in accordance with the smart monitor 2 checkout procedure manual (pn 1020818). The apnea monitor detected and alarmed appropriately for simulated events and passed all required testing. The apnea monitor's memory data was downloaded and analyzed by trained associates. The downloaded memory revealed the apnea monitor was in use in the home from (B)(6) 2009. There were sixteen (16) patient events recorded during that time. Ten (10) patient events were recorded on the day of the alleged event. All recorded patient events were associated with audible and visual alarms. The dme stated that a checkout procedure was performed prior to the monitor being placed into use on the infant and the device passed all required testing at that time. The smartmonitor 2 was set up with a 16 second delay before recording apneas and a 20 second delay before annunciating and recording an alarm for an apnea condition. Based on the monitoring data downloaded from the device, 10 patient events met the criteria for annunciating an apnea alarm on the date of the alleged adverse event. The smartmonitor 2 was programmed with parameters that were appropriate for recording and alarming for respiration and heart rate events during infant monitoring. The smartmonitor 2 device is not intended to be used to monitor patients for cyanosis and has no capability to do so. The smartmonitor 2 parents' guide (pn 572-4000-00) states in the indications for use: "the smartmonitor 2 is intended for use in continuous monitoring of heart rate and respiration of infant patients in a home, hospital or portable environment. It's primary function is detection of central apnea. Its secondary function is measurement of heart rate. The smartmonitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parents' guide (pn 572-4000-00) further states: the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant. Cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity." There was no report of permanent harm or injury, and the manufacturer was not able to confirm the allegation of alarm failure during a patient event. The download from the smartmonitor 2 indicated that 10 events outside of the set parameters had occurred on the date of the alleged adverse event. The monitor passed all required testing and detected and alarmed appropriately for simulated events. Based on all available information, the manufacturer concludes that the device does function to specification and that no further action is appropriate.